Manufacturer narrative:
Insulin pump received with critical pump error (open book image) and unable to download. Problem isolated to printed circuit board. Unable to perform the self-test, displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error (open book image). Insulin pump received with scratched case, cracked retainer, missing display window cover, pillowing keypad overlay, and minor scratched lcd window. No cracked keypad overlay noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was dropped on the floor. There was physical damage on the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.